Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p), left ventricular (lv) and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in activation of the lead safety switch (lss) feature. Review of stored device memory also noted several stored ventricular tachycardia (vt) episodes due to noise and oversensing on both leads that was felt to be consistent with oversensing related to the respiratory rate trend (rrt) feature. The patient was noted to be pacemaker dependent and experienced pacing inhibition for greater than 10 seconds of asystole. The patient also complained of symptoms of lightheadedness, dizziness and headaches. It was noted that the patient had recently been diagnosed with a sinus and respiratory infection, so it was unknown if the symptoms were related to the illness or the device and leads. A chest x-ray was performed and noted no obvious anomalies. Boston scientific technical services (ts) discussed programming rrt off. Programming changes were made to rv and lv lead sensitivity and monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.